Manufacturer narrative:
Sensor interface board and two flow sensors were suggested to be replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit gave a no expiratory flow sensor error. There was no reported patient involvement.

Manufacturer narrative:
The initial reported event was found on the new machine installation prior to release to the customer. Therefore, the reported event was not reportable.